Manufacturer narrative:
Correction made to a1: patient identifier: gs (previously submitted as unknown)additional information was added to h3, h6, and h11: h11: the device was received for evaluation with the twist clamp in a closed position and a mini cap attached. The patient adapter was pushed back into the tubing before return. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The patient adapter was tightened to an in lab titanium adapter within inches per lb specification and leak tested with no issues or leaks. There was evidence on the inside of the tubing that the patient adapter was previously assembled to the tubing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and tubing of the minicap transfer set. It was further described as "the transfer set was came apart where the tube connects to the plastic adaptor that connects to the titanium adaptor." The patient bushed it back and stated there was no leaking. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.